Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose level was unknown. The customer other blood glucose level was 460 mg/dl. The customer had diabetes ketoacidosis. The customer was declined to troubleshooting. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.